Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 12-feb-2024. The most recent information was received on 17-apr-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("abdominal pain since insertion (pain in the right iliac fossa)") in a 52 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of retroverted uterus. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced abdominal pain lower (seriousness criteria medically important and intervention required). In 2017 she experienced bladder disorder ("bladder disorder"), defaecation urgency ("bowel urgency"), abdominal distension ("abnormal abdominal swelling"), abdominal discomfort ("heavy abdomen"), limb discomfort ("heavy legs"), chronic fatigue ("chronic fatigue with sleep apnoea"), sleep apnoea syndrome ("chronic fatigue with sleep apnoea"), dyspnoea exertional ("shortness of breath on exertion"), disturbance in attention ("concentration disorder"), memory impairment ("memory disorder"), impaired reasoning ("decision-making problems"), burnout syndrome ("professional burnout"), brain fog ("brain fog"), migraine ("migraines"), visual impairment ("vision problems regressing approximately every 10 months"), vision blurred ("blurry vision problem"), psoriasis ("psoriasis at the level of the hair"), scratch ("scratching"), muscle atrophy ("muscle loss"), myalgia ("muscle pain"), gingival pain ("gum sensitivity"), apnoea ("muscle position of the tongue with apnoea problem"), exhaustion ("feeling of general exhaustion"), apathy ("loss of enthusiasm and desire") and depression ("chronic depressive state") and was found to have weight increased ("weight gain"). On unknown date she experienced pelvic pain ("pelvic pain female"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), colitis ischaemic ("right colic stercoral stasis "), device dislocation (" left essure spring had an anormal position with the proximal extremity in the left uterine horn and the distal extremity in contact with the sigmoidal colon. "), eye pain ("pain behind the ocular globes") and asthenia ("asthenia") and was found to have uterine leiomyoma ("myomatous uterus") and adrenal adenoma ("right adrenal adenoma "). The patient was treated with surgery (on (B)(6) 2023 total hysterectomy with bilateral salpingectomy with laparoscopic preparation). Essure was removed on (B)(6) 2023. At the time of the report, the depression had not resolved. The outcomes for pelvic pain, arthralgia, abdominal pain, adrenal adenoma, colitis ischaemic, device dislocation, eye pain and asthenia were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, adrenal adenoma, apathy, apnoea, arthralgia, asthenia, bladder disorder, brain fog, burnout syndrome, colitis ischaemic, defaecation urgency, depression, device dislocation, disturbance in attention, dyspnoea exertional, eye pain, chronic fatigue, exhaustion, gingival pain, impaired reasoning, limb discomfort, memory impairment, migraine, muscle atrophy, myalgia, pelvic pain, psoriasis, scratch, sleep apnoea syndrome, uterine leiomyoma, vision blurred, visual impairment and weight increased to be related to essure administration. The reporter commented: during removal surgery of essure a myomatous uterus was found, the devices were in place. Currently the patient is on sick leave for depression. Therapy planned for (B)(6) 2024 for depressive state for 3 weeks. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Hysterosalpingogram] on (B)(6) 2014: confirmed bilateral tubal obstruction [ultrasound pelvis] on (B)(6) 2014: clinical and biological data: pain in the right iliac fossa after essure insertion on (B)(6) 2014. Date of last menstrual period: (B)(6) 2014. Indication for examination: check of uterine and ovarian appearance, check for location. Conclusion no abnormal ultrasound image of the pelvis was detected. Uterus and ovaries appear normal on ultrasound today. Lower end of the left essure device appears in the uterine cavity.; on (B)(6) 2014: right essure device: position 3, the end of which is well below the serosa left essure device: position 1-2-3 conclusion: the essure devices seem to be normally positioned with a right essure that is quite distal, the end of which is well under the uterine serosa; on (B)(6) 2014: left essure is found in a satisfactory 1-2-3 position. The right essure is seen in position 3 quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-apr-2024: upon receipt of new follow up argus cases (B)(4) are found to be duplicate of each other, therefore argus case (B)(4) needs to be marked for deletion. All events , references , source documents , reporters & relevant information transferred to retention case (legacy device number 2951250-2024-00273). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 12-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain since insertion (pain in the right iliac fossa)") in a 52 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced abdominal pain (seriousness criteria medically important and intervention required). In 2017 she experienced bladder disorder ("bladder disorder"), defaecation urgency ("bowel urgency"), abdominal distension ("abnormal abdominal swelling"), abdominal discomfort ("heavy abdomen"), limb discomfort ("heavy legs"), chronic fatigue ("chronic fatigue with sleep apnoea"), sleep apnoea syndrome ("chronic fatigue with sleep apnoea"), dyspnoea exertional ("shortness of breath on exertion"), disturbance in attention ("concentration disorder"), memory impairment ("memory disorder"), impaired reasoning ("decision-making problems"), burnout syndrome ("professional burnout"), brain fog ("brain fog"), migraine ("migraines"), visual impairment ("vision problems regressing approximately every 10 months"), vision blurred ("blurry vision problem"), psoriasis ("psoriasis at the level of the hair"), scratch ("scratching"), muscle atrophy ("muscle loss"), myalgia ("muscle pain"), gingival pain ("gum sensitivity"), apnoea (" muscle position of the tongue with apnoea problem"), exhaustion ("feeling of general exhaustion"), apathy ("loss of enthusiasm and desire") and depression ("chronic depressive state") and was found to have weight increased ("weight gain"). On unknown date she was found to have uterine leiomyoma ("myomatous uterus"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (on (B)(6) 2023 total hysterectomy with bilateral salpingectomy with laparoscopic preparation). At the time of the report, the depression had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, apathy, apnoea, bladder disorder, brain fog, burnout syndrome, defaecation urgency, depression, disturbance in attention, dyspnoea exertional, chronic fatigue, exhaustion, gingival pain, impaired reasoning, limb discomfort, memory impairment, migraine, muscle atrophy, myalgia, psoriasis, scratch, sleep apnoea syndrome, uterine leiomyoma, vision blurred, visual impairment and weight increased to be related to essure administration. The reporter commented: during removal surgery of essure a myomatous uterus was found, the devices were in place. Currently the patient is on sick leave for depression. Therapy planned for (B)(6) 2024 for depressive state for 3 weeks. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Hysterosalpingogram] on (B)(6) 2014: confirmed bilateral tubal obstruction [ultrasound pelvis] on (B)(6) 2014: clinical and biological data: pain in the right iliac fossa after essure insertion on (B)(6) 2014. Date of last menstrual period: (B)(6) 2014. Indication for examination: check of uterine and ovarian appearance, check for location. Conclusion no abnormal ultrasound image of the pelvis was detected. Uterus and ovaries appear normal on ultrasound today. Lower end of the left essure device appears in the uterine cavity.; on (B)(6) 2014: right essure device: position 3, the end of which is well below the serosa left essure device: position 1-2-3 conclusion: the essure devices seem to be normally positioned with a right essure that is quite distal, the end of which is well under the uterine serosa; on (B)(6) 2014: left essure is found in a satisfactory 1-2-3 position. The right essure is seen in position 3 based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) and (B)(4) on 12-feb-2024. The most recent information was received on 03-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("abdominal pain since insertion (pain in the right iliac fossa)") in a 52 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced abdominal pain lower (seriousness criteria medically important and intervention required). In 2017 she experienced bladder disorder ("bladder disorder"), defaecation urgency ("bowel urgency"), abdominal distension ("abnormal abdominal swelling"), abdominal discomfort ("heavy abdomen"), limb discomfort ("heavy legs"), chronic fatigue ("chronic fatigue with sleep apnoea"), sleep apnoea syndrome ("chronic fatigue with sleep apnoea"), dyspnoea exertional ("shortness of breath on exertion"), disturbance in attention ("concentration disorder"), memory impairment ("memory disorder"), impaired reasoning ("decision-making problems"), burnout syndrome ("professional burnout"), brain fog ("brain fog"), migraine ("migraines"), visual impairment ("vision problems regressing approximately every 10 months"), vision blurred ("blurry vision problem"), psoriasis ("psoriasis at the level of the hair"), scratch ("scratching"), muscle atrophy ("muscle loss"), myalgia ("muscle pain"), gingival pain ("gum sensitivity"), apnoea ("muscle position of the tongue with apnoea problem"), exhaustion ("feeling of general exhaustion"), apathy ("loss of enthusiasm and desire") and depression ("chronic depressive state") and was found to have weight increased ("weight gain"). On unknown date she experienced pelvic pain ("pelvic pain female") and arthralgia ("joint pain") and was found to have uterine leiomyoma ("myomatous uterus"). The patient was treated with surgery (on 05-dec-2023 total hysterectomy with bilateral salpingectomy with laparoscopic preparation). Essure was removed on (B)(6) 2023. At the time of the report, the depression had not resolved. The outcomes for pelvic pain and arthralgia were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, apathy, apnoea, arthralgia, bladder disorder, brain fog, burnout syndrome, defaecation urgency, depression, disturbance in attention, dyspnoea exertional, chronic fatigue, exhaustion, gingival pain, impaired reasoning, limb discomfort, memory impairment, migraine, muscle atrophy, myalgia, pelvic pain, psoriasis, scratch, sleep apnoea syndrome, uterine leiomyoma, vision blurred, visual impairment and weight increased to be related to essure administration. The reporter commented: during removal surgery of essure a myomatous uterus was found, the devices were in place. Currently the patient is on sick leave for depression. Therapy planned for (B)(6) 2024 for depressive state for 3 weeks. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Hysterosalpingogram] on (B)(6) 2014: confirmed bilateral tubal obstruction [ultrasound pelvis] on (B)(6) 2014: clinical and biological data: pain in the right iliac fossa after essure insertion on (B)(6) 2014. Date of last menstrual period: on (B)(6) 2014. Indication for examination: check of uterine and ovarian appearance, check for location. Conclusion no abnormal ultrasound image of the pelvis was detected. Uterus and ovaries appear normal on ultrasound today. Lower end of the left essure device appears in the uterine cavity.; on (B)(6) 2014: right essure device: position 3, the end of which is well below the serosa left essure device: position 1-2-3 conclusion: the essure devices seem to be normally positioned with a right essure that is quite distal, the end of which is well under the uterine serosa; on (B)(6) 2014: left essure is found in a satisfactory 1-2-3 position. The right essure is seen in position 3 quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-apr-2024: upon receipt of follow up argus cases (B)(4) are duplicates of each other. Therefore case (B)(4) needs to marked for deletion. All events (joint pain & pelvic pain), references, reporters , source documents are transferred to retention case. (Legacy device number 2951250-2024-00216). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2024. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("abdominal pain since insertion (pain in the right iliac fossa)") in a 52 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced abdominal pain lower (seriousness criteria medically important and intervention required). In 2017 she experienced bladder disorder ("bladder disorder"), defaecation urgency ("bowel urgency"), abdominal distension ("abnormal abdominal swelling"), abdominal discomfort ("heavy abdomen"), limb discomfort ("heavy legs"), chronic fatigue ("chronic fatigue with sleep apnoea"), sleep apnoea syndrome ("chronic fatigue with sleep apnoea"), dyspnoea exertional ("shortness of breath on exertion"), disturbance in attention ("concentration disorder"), memory impairment ("memory disorder"), impaired reasoning ("decision-making problems"), burnout syndrome ("professional burnout"), brain fog ("brain fog"), migraine ("migraines"), visual impairment ("vision problems regressing approximately every 10 months"), vision blurred ("blurry vision problem"), psoriasis ("psoriasis at the level of the hair"), scratch ("scratching"), muscle atrophy ("muscle loss"), myalgia ("muscle pain"), gingival pain ("gum sensitivity"), apnoea ("muscle position of the tongue with apnoea problem"), exhaustion ("feeling of general exhaustion"), apathy ("loss of enthusiasm and desire") and depression ("chronic depressive state") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2023. On unknown date she was found to have uterine leiomyoma ("myomatous uterus"). The patient was treated with surgery (on (B)(6) 2023 total hysterectomy with bilateral salpingectomy with laparoscopic preparation). At the time of the report, the depression had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, apathy, apnoea, bladder disorder, brain fog, burnout syndrome, defaecation urgency, depression, disturbance in attention, dyspnoea exertional, chronic fatigue, exhaustion, gingival pain, impaired reasoning, limb discomfort, memory impairment, migraine, muscle atrophy, myalgia, psoriasis, scratch, sleep apnoea syndrome, uterine leiomyoma, vision blurred, visual impairment and weight increased to be related to essure administration. The reporter commented: during removal surgery of essure a myomatous uterus was found, the devices were in place. Currently the patient is on sick leave for depression. Therapy planned for (B)(6) 2024 for depressive state for 3 weeks. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Hysterosalpingogram] on (B)(6) 2014: confirmed bilateral tubal obstruction [ultrasound pelvis] on (B)(6) 2014: clinical and biological data: pain in the right iliac fossa after essure insertion on (B)(6) 2014. Date of last menstrual period: (B)(6) 2014. Indication for examination: check of uterine and ovarian appearance, check for location. Conclusion no abnormal ultrasound image of the pelvis was detected. Uterus and ovaries appear normal on ultrasound today. Lower end of the left essure device appears in the uterine cavity.; on (B)(6) 2014: right essure device: position 3, the end of which is well below the serosa left essure device: position 1-2-3 conclusion: the essure devices seem to be normally positioned with a right essure that is quite distal, the end of which is well under the uterine serosa; on (B)(6) 2014: left essure is found in a satisfactory 1-2-3 position. The right essure is seen in position 3 the following amendment was made: upon internal review, imdrf codes and narrative were updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) abdominal pain since insertion (pain in the right iliac fossa) [iliac fossa pain], bladder disorder [bladder disorder], bowel urgency [defaecation urgency] , abnormal abdominal swelling [swelling abdomen] , heavy abdomen [abdominal discomfort] , heavy legs [heaviness in limbs] , chronic fatigue with sleep apnoea [chronic fatigue], chronic fatigue with sleep apnoea [sleep apnoea] , shortness of breath on exertion [dyspnoea exertional] , weight gain [weight gain] , concentration disorder [concentration impairment] , memory disorder [memory disturbance] , decision-making problems [impaired reasoning] , professional burnout [burnout syndrome] , brain fog [brain fog] , migraines [migraine] , vision problems regressing approximately every 10 months [visual disturbances], blurry vision problem [blurry vision], psoriasis at the level of the hair [psoriasis], scratching [scratch] , muscle loss [muscle wasting], muscle pain [muscle pain] , gum sensitivity [sensitivity of gums] , muscle position of the tongue with apnoea problem [apnoea] , feeling of general exhaustion [exhaustion] , loss of enthusiasm and desire [apathy] , chronic depressive state [depressive state] , myomatous uterus [uterine myomatosis] , pelvic pain female [pelvic pain female] , joint pain [joint pain] , abdominal pain [abdominal pain] , right adrenal adenoma [adrenal adenoma], right colic stercoral stasis [stercoral colitis] . Left essure spring had an anormal position with the proximal extremity in the left uterine horn and the distal extremity in contact with the sigmoidal colon. [Device dislocation], pain behind the ocular globes [retro-orbital pain], asthenia [asthenia] , lumbar pain [lumbar pain] , blood circulation [problems] [disorder circulatory system] , disorientation [disorientation] , eye problems [eye disorder] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 12-feb-2024. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of abdominal pain lower ("abdominal pain since insertion (pain in the right iliac fossa)") in a 52-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of retroverted uterus. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced abdominal pain lower (seriousness criteria medically important and intervention required). In 2017 she experienced bladder disorder ("bladder disorder"), defaecation urgency ("bowel urgency"), abdominal distension ("abnormal abdominal swelling"), abdominal discomfort ("heavy abdomen"), limb discomfort ("heavy legs"), chronic fatigue ("chronic fatigue with sleep apnoea"), sleep apnoea syndrome ("chronic fatigue with sleep apnoea"), dyspnoea exertional ("shortness of breath on exertion"), disturbance in attention ("concentration disorder"), memory impairment ("memory disorder"), impaired reasoning ("decision-making problems"), burnout syndrome ("professional burnout"), brain fog ("brain fog"), migraine ("migraines"), visual impairment ("vision problems regressing approximately every 10 months"), vision blurred ("blurry vision problem"), psoriasis ("psoriasis at the level of the hair"), scratch ("scratching"), muscle atrophy ("muscle loss"), myalgia ("muscle pain"), gingival pain ("gum sensitivity"), apnoea ("muscle position of the tongue with apnoea problem"), exhaustion ("feeling of general exhaustion"), apathy ("loss of enthusiasm and desire") and depression ("chronic depressive state") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain ("pelvic pain female"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), colitis ischaemic ("right colic stercoral stasis "), device dislocation ("left essure spring had an anormal position with the proximal extremity in the left uterine horn and the distal extremity in contact with the sigmoidal colon."), eye pain ("pain behind the ocular globes"), asthenia ("asthenia"), back pain ("lumbar pain"), cardiovascular disorder ("blood circulation [problems]"), disorientation ("disorientation") and eye disorder ("eye problems") and was found to have uterine leiomyoma ("myomatous uterus") and adrenal adenoma ("right adrenal adenoma "). The patient was treated with surgery (on (B)(6) 2023 total hysterectomy with bilateral salpingectomy with laparoscopic preparation). At the time of the report, the depression had not resolved. The outcomes for pelvic pain, arthralgia, abdominal pain, adrenal adenoma, colitis ischaemic, device dislocation, eye pain, asthenia, back pain, cardiovascular disorder, disorientation and eye disorder were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, adrenal adenoma, apathy, apnoea, arthralgia, asthenia, back pain, bladder disorder, brain fog, burnout syndrome, cardiovascular disorder, colitis ischaemic, defaecation urgency, depression, device dislocation, disorientation, disturbance in attention, dyspnoea exertional, eye disorder, eye pain, chronic fatigue, exhaustion, gingival pain, impaired reasoning, limb discomfort, memory impairment, migraine, muscle atrophy, myalgia, pelvic pain, psoriasis, scratch, sleep apnoea syndrome, uterine leiomyoma, vision blurred, visual impairment and weight increased to be related to essure administration. The reporter commented: during removal surgery of essure a momentous uterus was found, the devices were in place. Currently the patient is on sick leave for depression. Therapy planned for (B)(6) 2024 for depressive state for 3 weeks. Event onset: several days after insertion. Discrepancy noted in essure removal dates: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Hysterosalpingogram] on (B)(6) 2014: confirmed bilateral tubal obstruction. [Ultrasound pelvis] on (B)(6) 2014: clinical and biological data: pain in the right iliac fossa after essure insertion on (B)(6) 2014. Date of last menstrual period: (B)(6) 2014. Indication for examination: check of uterine and ovarian appearance, check for location. Conclusion. No abnormal ultrasound image of the pelvis was detected. Uterus and ovaries appear normal on ultrasound today. Lower end of the left essure device appears in the uterine cavity.; on (B)(6) 2014: right essure device: position 3, the end of which is well below the serosa left essure device: position 1-2-3 conclusion: the essure devices seem to be normally positioned with a right essure that is quite distal, the end of which is well under the uterine serosa; on (B)(6) 2014: left essure is found in a satisfactory 1-2-3 position. The right essure is seen in position 3. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: new events lumbar pain; blood circulation [problems]; disorientation; eye problems were added. Additional reporter (lawyer) added. Cluster ID added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 12-feb-2024. The most recent information was received on 22-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("abdominal pain since insertion (pain in the right iliac fossa)") in a 52 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced abdominal pain lower (seriousness criteria medically important and intervention required). In 2017 she experienced bladder disorder ("bladder disorder"), defaecation urgency ("bowel urgency"), abdominal distension ("abnormal abdominal swelling"), abdominal discomfort ("heavy abdomen"), limb discomfort ("heavy legs"), chronic fatigue ("chronic fatigue with sleep apnoea"), sleep apnoea syndrome ("chronic fatigue with sleep apnoea"), dyspnoea exertional ("shortness of breath on exertion"), disturbance in attention ("concentration disorder"), memory impairment ("memory disorder"), impaired reasoning ("decision-making problems"), burnout syndrome ("professional burnout"), brain fog ("brain fog"), migraine ("migraines"), visual impairment ("vision problems regressing approximately every 10 months"), vision blurred ("blurry vision problem"), psoriasis ("psoriasis at the level of the hair"), scratch ("scratching"), muscle atrophy ("muscle loss"), myalgia ("muscle pain"), gingival pain ("gum sensitivity"), apnoea ("muscle position of the tongue with apnoea problem"), exhaustion ("feeling of general exhaustion"), apathy ("loss of enthusiasm and desire") and depression ("chronic depressive state") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2023. On unknown date she was found to have uterine leiomyoma ("myomatous uterus"). The patient was treated with surgery (on (B)(6) 2023 total hysterectomy with bilateral salpingectomy with laparoscopic preparation). At the time of the report, the depression had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, apathy, apnoea, bladder disorder, brain fog, burnout syndrome, defaecation urgency, depression, disturbance in attention, dyspnoea exertional, chronic fatigue, exhaustion, gingival pain, impaired reasoning, limb discomfort, memory impairment, migraine, muscle atrophy, myalgia, psoriasis, scratch, sleep apnoea syndrome, uterine leiomyoma, vision blurred, visual impairment and weight increased to be related to essure administration. The reporter commented: during removal surgery of essure a myomatous uterus was found, the devices were in place. Currently the patient is on sick leave for depression. Therapy planned for (B)(6) 2024 for depressive state for 3 weeks. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Hysterosalpingogram] on (B)(6) 2014: confirmed bilateral tubal obstruction [ultrasound pelvis] on (B)(6) 2014: clinical and biological data: pain in the right iliac fossa after essure insertion on (B)(6) 2014. Date of last menstrual period: (B)(6) 2014. Indication for examination: check of uterine and ovarian appearance, check for location. Conclusion no abnormal ultrasound image of the pelvis was detected. Uterus and ovaries appear normal on ultrasound today. Lower end of the left essure device appears in the uterine cavity.; on (B)(6) 2014: right essure device: position 3, the end of which is well below the serosa left essure device: position 1-2-3 conclusion: the essure devices seem to be normally positioned with a right essure that is quite distal, the end of which is well under the uterine serosa; on (B)(6) 2014: left essure is found in a satisfactory 1-2-3 position. The right essure is seen in position 3 quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.